Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 9 months. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2016 due to suspected gastrointestinal (gi) bleeding. A scope was performed and 3 areas of active bleeding were found and clipped, not related to the patient's known history of polyps. The patient was discharged on (B)(6) 2016 with no further issues or episodes of bleeding.